Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Seamguard if so, which product? Gore. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? Some due to the staples in the cartridge. The analysis found that device (a) was returned in good visual condition and with two reloads present. Reload (a) was received unfired; reload b was received fully fired on the right side, partially fired on two inner rows of the left side. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with the returned cartridge (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # (B)(4) (mfg date: 1/14/2013, exp date: 12/14/2017).

Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon was firing the second firing with a black reload and when he observed the staple line the staples were malformed. The staple line was not complete but fully cut and appeared to be open. When they went to remove the stapler the staples were in the tissue and in the cartridge, it was difficult to open but they used the manual override and were able to release the stapler. They had to peel the stapler out and then suture the staple line. There was bleeding at the site but controlled by suture as the surgeon was suturing during the removal of the device. They used another ees stapler to compete the procedure. There was no patient consequence reported.